Manufacturer narrative:
A steris service technician arrived onsite and turned on the water supply and observed a fine water spray emanating out from the 90 degree factory crimped fitting, specifically from the crimped end of the hose. The technician replaced the hose with new urethane double 90 degree factory crimped hose. The technician ran a diagnostic and processing cycle and found the unit to be operational. The technician stated that the filter housing was installed with an incorrect hose. Steris quality requested that the technician ensure that any installed filter housing be made with urethane hoses.

Event description:
The user facility reported that water was leaking from their system 1e. The amount of water covered a shelf in the cabinet and the floor of the room where the system 1e is located. No injuries or procedural delays/cancellations were reported.